Event description:
Information was received from a patient's representative (pt's son) regarding an implantable neurostimulator (ins). The reason for call was that they noticed last night while recharging the pt's ins that it was taking forever for the ins to recharge even though recharging excellent was indicated. Caller stated that the pt said that the ins was getting hot and they were getting a burning session while the ins was recharging, so the caller stopped recharging the pt's ins. Caller stated that last week the pt had a pacemaker replaced in their chest and that also a couple weeks ago or maybe almost a month ago the pt had a MRI done of their chest/head; caller was wondering if the above events were related to the reported issue. Pss asked the caller if the external equipment was getting hot while the pt's ins was recharging; caller stated that the rtm was always warm since the pt would have the rtm placed underneath their underwear and they would be sitting back against a chair with a towel to help hold the rtm in place while recharging their ins. Caller then stated that the pt had a pain in their hip/side where the ins was located. Caller stated that they wanted to set up an appt with the mdt rep and the surgeon to have the ins checked. Pss redirected the caller to pt's hcp to coordinate the appt to further address the reported issue. Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that for the last couple days the ins area and paddle is getting very hot when they are trying to recharge the implant and they are getting a reposition message. Patient services specialist (ps) asked caller to connect with controller, controller shows ins 40% and controller 70% charged. Patient service (ps) asked patient to inspect the recharger (rtm) for damage and if the rtm gets hot. Caller stated there is no visible damage to the rtm. Caller started recharging the ins and getting the passive recharge screen, after few mins, the message controller battery low, replace controller battery. Ps reviewed if the ins area continue to be hot when recharging the implant with a new rtm to consult with their healthcare provider (hcp) with next step. The issue was not resolved. A replacement recharger (rtm) was sent out to the patient.

Manufacturer narrative:
Continuation of d10: product ID 97755 ,serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (B)(6) found "no device found" message. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.